Event description:
The lay user/patient called lifescan (lfs) on july 11, 2006, and alleged that his meter was reading inaccurately high. He also reported that his test strip vial was cracked. The patient did not have a contact number to be reached at; therefore, a letter will be sent to the patient. The patient tested on his meter july 10, 2006, around midnight, and obtained a result of 236 mg/dl. He felt dizzy, sweaty, and confused at the time of testing. His wife gave him orange juice. She noticed that he was not feeling better after drinking the juice, so she called the paramedics. When they arrived, they tested the patient's blood glucose and obtained a result of 62 mg/dl. It is not known if the patient received any treatment, as he had already drank some juice. It would have been helpful to know the patient's medication regimen, if his medications were based on the meter results, what his last result was prior to having symptoms. The code numbers on the meter and test strips were matching. The testing technique was correct, however, the technique for cleaning the puncture site was not correct. This complaint is being reported, as the patient experienced symptoms which may indicate a low blood glucose and his meter result was high. The patient then received medical intervention for hypoglycemia. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.